Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The stent was damaged along its entire length with stent struts bunched and the stent had moved proximally on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07-jan-2019. It was reported that crossing difficulties were encountered. The 84% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 2.0x15mm maverick balloon catheter, a 2.50x16mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to calcification and angulation. The procedure was completed with another 2.50x16mm synergy drug-eluting stent. No patient complications were reported. However, returned device analysis revealed stent damaged and the stent shifted/moved.